Manufacturer narrative:
The insulin pump received with no button response due to display keypad connector unlocked. Unit received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 125 mg/dl. The customer stated that act button is not responding. The customer stated that there is no significant event leading to the keypad issue. The customer is unsure if it was drop. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.